Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during direct stenting the 3.0 x 28 mm xience prox failed to cross the target lesion due to the patients anatomy. While attempting to re-attach the hub to the indeflator the hub separated. Another device was used for pre-dilatation, and a xience was used to successfully complete the case. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.